Event description:
Pt alleges she grew increasingly concerned with the "sensations" of the prostheses. Pt also alleges that per a physical examination by a dr the prostheses appeared improperly positioned and palpation indicated protrusion through the muscle with possible leakage. The implants were intact upon removal.